Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The next day, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient began treatment with unknown antibiotics for the event. Therapies were ongoing and the patient recovered from the peritonitis. No additional information is available.